Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, patient's information such as patient height, weight, age, activity level, post-op regime and rehabilitation activity is unknown. The sterilization process for this device was validated in accordance with FDA regulations and iso standard to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each manufacturing lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient underwent tha in 2003, and developed an infection post-op. Patient was revised four days later, in which the hip products were removed. Patient passed away on or about the date of revision. Patient passed away as a result of blood loss during the revision procedure.